Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call compromised force sensor system alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the prime rewind was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received compromised forced sensor alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised forced sensor alarm. Unit was received with normal operating currents and passed unexpected alarm error test. Unit had severely scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label, stained end cap sticker and scratched keypad overlay.